Event description:
It was reported that after a fall, the patient went to the clinic. He could hear a loud whistling noise. In 2008, testing was carried out which showed 9 channels in saturation. Compared to the last measurement, the ground path impedance had decreased by about 30%. The impedance on channel 6 has been halved. Two days later, an implant check was carried out which showed noticeable problems with the implant, however, the patient was still able to hear. The following month, the patient went to the clinic again as he had not been able to wear his speech processor for the past week. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.